Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. A "replace sensor" error message was triggered on the device with light physical manipulation of the connected sensor. Internal inspection found a recessed pin in the tb-20 connector prevented proper contact with the sensor and resulted in the error message. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 "will run for some time quite happily and then the trace and numerics drop out." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Initial reporter phone number exceeded the maximum allowable digits; phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 "will run for some time quite happily and then the trace and numerics drop out." No patient impact or consequences were reported.